Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven shocks to convert the patients ventricular tachycardia (vt), with the patient remaining in vt. Technical services (ts) was consulted and discussed not all available shocks were delivered due to the patients rhythm not satisfying the device programmed settings and thresholds. This ICD remains in service. No additional adverse patient effects were reported.